Manufacturer narrative:
Upon review of the complaint, the following information was inadvertently left out. The customer report of pacing difficulty was confirmed during the evaluation. An investigation has been initiated to determine if the root cause is related to the manufacturing process and implement any necessary corrective actions.

Manufacturer narrative:
The solder was attached firmly to the hub area; it was not a loose. This non-conformance was reviewed with the manufacturing personnel. A review of the complaint database found no related complaints in a 1 year timeframe. This complaint is determined to be an isolated event. No further actions will be taken at this time.

Manufacturer narrative:
One catheter with attached monoject 1.5cc limited volume syringe was returned for evaluation. No introducer or contamination shield was returned. Solder-like silver material was observed on the proximal injectate hub. It appeared completely dried. The material was attached firmly and was not dislodged. All through lumens were patent without any leakage or occlusion. The balloon inflated clear, concentric and remained inflated for more than 5 minutes without leakage. No visible damage to the catheter body, balloon or returned syringe was observed. The sample was sent to chemistry for further analysis. A supplemental report will be provided with the test results. Balloon inflation test was performed using returned syringe with 1.5cc air. Visual examinations were performed under microscope at 10x magnification. The customer report of contamination issue was confirmed. An investigation has been initiated to determine if the root cause is related to the manufacturing process and implement any necessary corrective actions.

Event description:
It was reported that "unknown silver material 1-2mm in size was found on the pa distal lumen hub before use. The unknown material appeared like the solder." There were no patient complications reported.

Manufacturer narrative:
Additional information provided in 2015691-2012-17493-001 was not for this complaint. Remove "upon review of the complaint the following information was inadvertently left out. The customer report of pacing difficulty was confirmed during the evaluation. An investigation has been initiated to determine if the root cause is related to the manufacturing process and implement any necessary corrective actions." Additional information should be: chemistry test results indicated the presence of lead and tin in the silver material found on the proximal injectate hub. This is consistent with the material composition of solder. A device history record review was completed and documented that the device met all specifications upon distribution.